Event description:
This complaint is from a literature source. Literature citation: hornung s, reiter g, grützner pa, gühring t. Two-stage shoulder arthroplasty after deep infection of the shoulder caused by arthroplasty, osteosynthesis or other surgical procedures: microbial spectrum, complications and functional outcome after at least 1 year follow-up. Arch orthop trauma surg. 2021 aug 25. Doi: 10.1007/s00402-021-04129-y. Epub ahead of print. Pmid: 34432098. Objective/methods/study data: retrospective cohort study, we included patients (n=26) with a deep infection of the shoulder after arthroplasties, osteosynthesis, rotator cuff repair or shoulder empyema without any surgical procedure treated with a two-stage shoulder arthroplasty from april 2013 to may 2020. The implants used in the 26 cases consisted of 23 cases using depuy delta xtend and the other two cases were non-depuy (qty 2 aequalis ascend flex by tornier and qty 1 mutars by implantcast). Of these initial 26 patients, 16 patients could be included in the 1 year follow-up analysis. The article does not provide quantities of each manufacturer for the 16 patients. It is noted that of the 26 original cohort, 13 are categorized as the shoulder arthroplasty implant is the cause of the infection; and then of the 16 follow up group it is reduced to 9. It is also noted that some patients received trauma products (medical device manufacturer not identified). Table 6 provides a distribution of complications and revisions captured for each case for the original cohort but the article does not identify the specific medical device manufacturer for each case. Therefore, exact quantities cannot be determined and adverse events can only be surmised by the limited information provided by the article. Adverse event(s) and provided interventions (at least qty 1 will be captured of the follow summarized adverse event: total qty 13 deep infections attributed to shoulder arthroplasty: qty 6 shoulder dislocations - all treated with revisions. Qty 5 hematomas - 4 of these cases treated operatively.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.